Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. In-depth analysis revealed that the observed issue most probably resulted from a telemetry error, in 2022 , which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. Reprogramming the patient data following this error led to the generation of unexpected characters in the patient data section, in particular for the lead coil parameter. Other patient sections (as observations field), not visible in 2022, introduced with a recent smarttouch modules software version, are concerned by the generation of unexpected characters. If unexpected characters appear, reprogram the relevant fields to resolve the issue. No issue is suspected on the gali device. Recommendations: if a pop-up indicating that patient data is missing appears during the in-clinic interrogation of an ICD, the following actions should be performed: the pop-up indicating that patient data is missing should be ignored. The session should then be ended. Upon re-interrogation, the patient data should appear again.

Event description:
Reportedly, when the dai is interrogated during a review, a message with symbols appears in the observations section. When the patient tab is opened, other sections with the same symbols appear.